Manufacturer narrative:
The insulin pump had no dark screen/fading in and out noted during bolus delivery. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, cracked case on the display window corners and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 145 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised during a bolus attempt the display screen goes dark and becomes hard to read. Customer advised they may have dropped the insulin pump but they are not sure. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.